Event description:
The customer reported a leak from the reagent probe on their unicel dxc 600 synchron system. The customer stated the fluid was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was reagent probe b. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. (B)(4).